Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead dislodged 3 times. The decision was made to explant this lead, and a similar defibrillation lead was implanted without reported complication.